Event description:
It was reported that a 325cc mentor memorygel breast implant had foreign matter located in the implant. This was noted as the device was removed from the box preoperatively.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on may 10, 2023. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on june 23, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak teat of the returned device and material evaluation. Visual analysis of the returned device determined that dots of clear material were observed over the shell of the measuring 5mm² (0.05 cm²). Additionally, some bubbles were noted on the gel measuring 0.6 cm x 0.6 cm. Leak testing was performed in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Additional analysis was performed to identify the composition of the material ft-ir results confirmed the nature of the unknow material that presenting the infrared spectrum for polydimethylsiloxane-based material. Shell breast implant material can be pinpointed as the potential source of origin. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the mentor¿s quality system while this complaint was initiated for foreign material, through the assessment it was identified to be an excess of silicone material as part of the manufacturing process, that will not cause injury and is unlikely to render the product unusable or difficult to use. There are inspections at various stages of the manufacturing process, however excess silicone is a normal variation that can occur. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).